Event description:
The physician provided their assessment that the patient's fainting was not related to vns. No other relevant information has been received to date.

Event description:
The patient has been experiencing fainting spells that the patient's physician attributed to vns stimulation. The physician then elected to lower the settings of the patient's generator.